Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. It was reported that in-stent restenosis, crushing chest pain associated with nausea and diaphoresis occurred. In (B)(6) 2010, the patient presented with chest discomfort and was diagnosed with unstable angina and q-wave st segment elevation myocardial infarction. Cardiac catheterization was recommended. Subsequently, index procedure was performed. The target lesion #1 was a de novo lesion located in 3rd diagonal with 100% stenosis and was 14 mm long with a reference vessel diameter of 2.25 mm. It was treated with pre-dilatation, following which dissection was noted. Dissection and stenosis were treated with placement of 2.25 x 16 mm taxus liberte stent. Post deployment of the study stent, recoil was noted in mid lad. It was treated with placement of a 3.00 x 23 mm promus stent in mid lad which resulted in jailing of the 1st diagonal. This was treated with balloon angioplasty resulting in 0% residual stenosis. Two days post procedure, the patient was discharged on aspirin and prasugrel. In november 2010, stage procedure, the patient returned to cath lab for stent placement to the target lesion located in 1st obtuse marginal (om). Subsequently, coronary angiography was performed. The target lesion #2 was a de novo lesion located in 1st om with 75% stenosis and was 10mm long with a reference vessel diameter of 3.5mm. The target lesion #2 was treated with direct stenting using a 3.50 x 12 mm taxus liberte stent, with 0% residual stenosis. One day post procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2013, the patient presented emergently with crushing pain associated with nausea and diaphoresis. At the time of event the patient was taking aspirin and clopidogrel and the study drug per protocol was last taken in 2012. Subsequently, coronary angiography was performed. On the following day, the patient was referred for coronary artery bypass graft and was transferred to another facility for cardiac surgery. The 70% stenosis in second om was treated with coronary artery bypass graft with saphenous vein graf (svg) to second om. The 50% in-stent restenosis of the 3.00 x 23 mm promus stent deployed during the index procedure in mid lad was treated with coronary artery bypass graft with left internal mammary artery (lima) to mid lad. The 90% stenosis in 1st diagonal was treated with coronary artery bypass graft with svg to 1st diagonal. The non-target vessels acute marginal (ac-marg) and right posterior descending artery (r-pda) were treated with coronary artery bypass graft with svg to ac-marg and r-pda. Three days post procedure, the event was considered as resolved without residual effects and the subject was discharged on the same day on aspirin and clopidogrel.